Manufacturer narrative:
No complaint was received with the return of the device. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 9.1 ¿ 9.4 cm, 15.1 ¿ 15.3 cm, 22.2 ¿ 22.4 cm, 23.1 ¿ 23.4 cm and 31.2 ¿ 32.2 cm from the connector pin. The abrasion were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.